Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. UDI: (B)(4).

Event description:
The loosening was due to infection. No the surgery wasn¿t time extended.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient operated two years ago presented loosening in the prostheses caused by infection. Implants were removed. Nothing was implanted, patient was medicated with antibiotic IV for 6 weeks. Procedure: total knee revision. Surgeon operated on this patient apparently had the tibia and the femur loosened. During surgery the bacteria cultures were taken for necessary laboratory analysis and it was determined that the cause for the prostheses to be loose was due to infection. The doctor removed all the implants and did not re-implant anything to treat the patient with antibiotics and then take them to the ward to implant again. Implantation date: (B)(6) 2017; dor: (B)(6) 2019; left knee.